Event description:
It was reported that the customer was hospitalized with low blood glucose. The customer's sister stated that the insulin pump is responsible for his admission. It was stated that the customer has been adjusting his own settings and bottomed out. He ran off and embankment into a barn. The caller attempted to upload the insulin pump for his doctor to see the settings and to adjust any setting that need adjusting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.